Event description:
Following a diagnostic procedure on 11/19/1997, an angio-seal device was placed in the right femoral artery. On 11/24/1997, the pt had surgery for CABG and pseudoaneurysm repair. A small pseudoaneurysm was noted over the common femoral artery (the artery had been punctured in 2 places with a small amount of oozing). Hemostasis was achieved following surgery, and excellent pulses were present.